Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer initially reported via webform but then contacted adc to report an unspecified low reading was received with the sensor. The customer indicated that they experienced dizziness and a seizure however, they were able to self-treat with toasted bread, white chocolate, banana, and additional food after. No further information was provided as the customer disconnected the call. There was no report of death or permanent injury associated with this event.